Event description:
It was reported that the patient had an infection at pocket site with symptoms of drainage. The patient underwent an explant procedure and was prescribed with antibiotics. The physician believed that the infection was due to patients health condition. The patient was doing well postoperatively, and the explanted device component was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.